Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, the patient made mistake/touch contamination which caused peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized for peritonitis. Treatment was not reported. The patient was recovering from peritonitis and the outcome of patient made mistake/ touch contamination was not reported. Dianeal and extraneal therapies were ongoing. Concomitant medications were not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11h24026 and h11g27039 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.